Event description:
During physicist report, it was found that the dose was over 10r/min. No reported injury.

Manufacturer narrative:
Product monitoring follow up: biomed reports that the y had adjusted the pt dose after their physicist reported to him that it was too high. No further info was reported. Biomed said that the system is now fully functional.